Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure in order to treat stress urinary incontinence, pelvic organ prolapse, an enterocele, and a perineocele and a mesh was implanted. The patient underwent the concurrent procedures of laparoscopic colpopexy, perineoplasty, colporrhaphy, anterior/posterior repair with enterocele repair, and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, and dyspareunia. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency, vaginal itch or burning, excessive urination at night, painful intercourse, and urine leakage.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2015 by (B)(6) due to dyspareunia and post-void dribbling.